Manufacturer narrative:
The reported complaint was confirmed. The fsr ran testing on the ccm and determined that it needed to be sent to the manufacturer for repair. The service repair technician (srt) duplicated the reported complaint. The ccm powered up and ran as expected for 20 minutes and then displayed the error message. The coin cell battery, and the bus cable were replaced during troubleshooting. Release testing was performed. The unit operated to the manufacturer's specifications. The fsr reinstalled the ccm. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the central control monitor (ccm) displayed a 'system computer needs service' message. There was no patient involvement.